Event description:
It was reported the programmer had multiple mechanical issues. Telemetry could not always be obtained, even with a new rf head. A connection issue was questioned. The programmer also had a long boot time of approximately 3-4 minutes, and the cord cover was broken. Another programmer was used. The model 2067l programmer rf head was returned with the programmer and subsequently tested out of specification during manufacturer's analysis. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device powered up with error messages. The hard drive was out of specification. The stylus was also noted to be damaged, and the power cord door was confirmed to be broken. (B)(4) the programmer rf head cable was out of specification.

Event description:
It was reported, the programmer had multiple mechanical issues. Telemetry could not always be obtained, even with a new programmer rf (radiofrequency) head. A connection issue was questioned. The programmer also had a long boot time of approximately 3-4 minutes, and the cord cover was broken. Another programmer was used. The model 2067l programmer rf head was returned with the programmer and subsequently tested out of specification during manufacturer's analysis. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the conclusion code. The change is reflected in this report. Corrections: evaluation summary: (B)(4). Analysis found the device powered up with error messages. The hard drive was out of specification. The stylus was also noted to be damaged, and the power cord door was confirmed to be broken. (B)(4). The programmer rf (radiofrequency) head cable was out of specification.